Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen display was "on" for an extended period of time. Reportedly, the pump touch screen did not turn off on its own. Tandem technical support informed the customer to manually turn off the pump touch screen. Customer's blood glucose ranged from 130-150 mg/dl.